Event description:
It was reported that a user experienced rising blood glucose while using the ilet system, despite corrective insulin delivery and a logged breakfast announcement, with no occlusion or delivery alerts observed. Symptoms included hyperglycemia. Outcomes included user troubleshooting at home without need for medical intervention. Investigation included device data review and user coaching to assess infusion site integrity and potential impact of nearby scar tissue. Investigation of this case revealed an unclear cause of hyperglycemia, with possible contribution from infusion site issues; the user agreed to change the pump site and inspect the cannula for bending or warping. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.